Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The pump was also received with moisture damage inside of the battery tube. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. Troubleshooting was performed. The customer reported that they were able to clear and rewind the insulin pump. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.